Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), infection ("infection"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, infection, pain and anxiety outcome was unknown. The reporter considered anxiety, hypersensitivity, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went for confirmatory test". Concomitant products included ibuprofen since (B)(6) 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/mental anguish"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), depression ("depression"), migraine ("migraines") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), infection ("infection"), pain ("physical pain"), dermatitis contact ("contact dermatitis"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with naproxen and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, infection, pain and urinary tract infection had resolved and the menstrual disorder, anxiety, depression, dermatitis contact, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dermatitis contact, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went for confirmatory test". Concomitant products included ibuprofen since may 2014 and medroxyprogesterone acetate (depo provera) from 24-mar-2014 to 15-jun-2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/mental anguish"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), depression ("depression"), migraine ("migraines") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), infection ("infection"), pain ("physical pain"), dermatitis contact ("contact dermatitis"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with naproxen and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, infection, pain and urinary tract infection had resolved and the menstrual disorder, anxiety, depression, dermatitis contact, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dermatitis contact, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events infection (bladder/urinary tract/vaginal) type: urinary tract, infection, physical pain, pelvic pain and allergic reaction were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went for confirmatory test". Concomitant products included ibuprofen since (B)(6) 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/mental anguish"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), depression ("depression"), migraine ("migraines") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), infection ("infection"), pain ("physical pain"), dermatitis contact ("contact dermatitis"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with naproxen and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, infection, pain, anxiety, urinary tract infection, depression, dermatitis contact, migraine, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dermatitis contact, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet received. Events: infection (bladder/urinary tract/vaginal) type: urinary tract, depression, contact dermatitis , migraines, headaches, abnormal bleeding (vaginal, menorrhagia), she did not under went for confirmatory test was added. Event outcome was updated for the event pelvic pain. Concomitant and treatment drugs were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.